Event description:
At initial stimulation, it was observed that the patient's surgery site was swollen. A week later, the magnet was observed to be pushing through the skin. The patient had revision surgery. The patient remains implanted.